Event description:
Very low birth weight baby was extubated on (B)(6) 2016 and placed on ncpap with a ram cannula (neotech). On (B)(6) 2016, the orogastric tube was transitioned to a nasogastric tube (covidien kangaroo feeding tube). On (B)(6) 2016, she was transitioned to hfnc. On (B)(6) 2016, the rn noticed the internal septum was reddened and after investigation with a small light, discovered the nasal septum was perforated. The columellar septum was intact and without redness through the month of (B)(6) per documentation.